Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation of a separate issue. During testing, the service repair technician identified that the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The date of event is unknown. Additional information will be provided if available. The device was returned to Olympus for inspection.Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.